Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer self-inventoried upon opening due to an electrical issue and exhibited double clicking during access. A field service engineer greased the latch connectors, verified no cable damage, rebooted the system, recovered hardware, and tested the drawer multiple times to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer issue occurred. When the drawer door was opened, the device automatically initiated inventory activity. The customer indicated that the issue appeared to be related to an electrical malfunction. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.